Event description:
It was reported that the pacer went into backup vvi after implantation. The patient was not dependent and asymptomatic and had tolerated the implantation procedure well. It was noted that during implantation, radiofrequency (rf) telemetry was lost and inductive telemetry was used to communicate with the device. It was unknown why the pacer went into backup vvi. No sources of emi were present during the procedure and no cautery or plasma blade was used. Three attempts were made to restore the device but were not successful. Original firmware was used and the device was successfully restored to normal setting and then a firmware update was completed successfully. The patient will be followed normally.